Event description:
The device was used during an unspecified procedure. Reportedly, the suture frayed and broke while being tied. No pt injury reported.

Manufacturer narrative:
1/21/1998-supplemental report #1 sent to FDA. Device not received for evaluation.